Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that several weeks after implant during a follow up the device changed polarity to unipolar configuration and an x-ray performed noted insulation damage on the right ventricular (rv) lead. A lead procedure was scheduled and another x-ray showed that the lead was fractured. The lead was replaced and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned broke apart at 24.5 cm from the terminal pin. Visual inspection noted a setscrew mark on the terminal pin, the helix extended, and dried blood in the helix housing. Resistance testing noted that the lead was not electrically continuous and the reported allegations were confirmed. The conductor and insulation damage were consistent with clavicle/first rib entrapment.